Event description:
The report received from the (B)(4) study indicated that one day after the index procedure the patient had symptoms of blurred vision and head aches diagnosed as a subarachnoid hemorrhage which was adjudicated by the cec as a hemorrhagic stroke. Pta was performed on an 80% occluded lesion in the proximal right internal carotid artery of 15 mm in length in an 8.0 mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric, ulcerated and moderately calcified. A 7 mm medium support angioguard embolic protection device was delivered past the lesion which was pre-dilated and an 8x30 mm precise pro rx stent was successfully deployed at the target lesion. The angioguard was successfully removed and there was no debris found in the basket upon retrieval. There was no documented dissection after predilation. The patient was neurologically intact upon leaving the angio suite. On the following day, the patient developed blurred vision (exact eye not reported). There were no other neurological symptoms reported. A CT of the brain without contrast revealed a questionable curvilinear hyperdensity in the right to anterior parietal subarachnoid region. A small amount of hemorrhage in the subarachnoid spaces was not entirely excluded. A CT of the brain on the following without contrast revealed resolving subarachnoid blood in the high convexity right frontal region compared to the study on the previous day. On the following day, (B)(6) days after the event, nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was discharged. An outpatient CT of the brain on 3 days later showed a stable high density deep in the right frontal sulci. The differential diagnosis of subarachnoid hemorrhage was unchanged. A MRI was not performed due to the recent stent placement. The site reported symptoms greater than 24 hours, fully resolved. This event was reported as an intracerebral/subarachnoid hemorrhage.

Manufacturer narrative:
The adjudication minutes received (B)(6) 20102 agree with the previous diagnosis of a hemorrhagic stroke. However, the minutes have determined that the event occurred the day following stent implant and that it was related to the procedure. Diagnostic imaging was completed and was not conclusive for event time. It was originally noted that the patient had symptoms of blurred vision and headaches which started the day after her procedure and a cat scan demonstrated a small frontal subarachnoid hemorrhage. Upon questioning the patient she had fallen and hit her head the week before admission but did not seek any medical attention. She had been on aspirin and plavix for more than a year prior to the intervention. The symptoms resolved and aspirin and plavix were held for one week and then restarted after follow-up with the neurologist. Patient fully recovered with no deficit. The event was graded as unrelated to the implanted precise stent and the index procedure. As such to better reflect the adjudication determination the current code of hemorrhagic stroke will be changed to a reportable complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15277253 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Intracerebral hemorrhage usually results from rupture of an arteriosclerotic small artery that has been weakened, primarily by chronic arterial hypertension. Such hemorrhages are usually large, single, and catastrophic. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiopathy) weakens the arteries and can cause hemorrhage. Less common causes include blood vessel abnormalities present at birth, injuries, tumors, inflammation of blood vessels (vasculitis), bleeding disorders, and use of anticoagulants in doses that are too high. Bleeding disorders and use of anticoagulants increase the risk of dying from an intracerebral hemorrhage. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx, catalog number 701814rmc and lot number 70910523. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.